Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 400 mg/dl. The customer treated for their high blood glucose with insulin pump. The customer alleges insulin pump was under delivering due to when delivering a bolus the insulin pump did not deliver the bolus right away. Customer¿s current blood glucose was 302 mg/dl. Customer stated that insulin pump retainer ring was broken and the reservoir did not lock in properly and had insulin flow block alarm. The reservoir will not be returned for analysis.